Manufacturer narrative:
Concomitant medical products: product ID: 97745, product type: programmer, patient. Product ID: 97745, product type: programmer, patient. Product ID: 97755, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient had problems with charging their ins. The patient's battery was too empty to be able to communicate with the patient programmer and the tablet. The recharge problem was solved by replacing the patient programmer, without changing the antenna. The patient was able to charge their ins to 100%. However, after a while the patient noticed that the patient programmer could only find the ins with the antenna, and not without. The patient was only able to change the settings using the antenna, while it should be possible without antenna. In addition, the charging quality was not always good. The antenna and patient programmer were replaced but nothing worked. No further complications were reported or anticipated.